Manufacturer narrative:
Pump s/n: (B)(4) was received and tested. The report failure mode was confirmed. During evaluation it was noted that the ultrasonic sensor was faulty (cracked). The damaged part was replaced and the pump was retested and passed all functional tests. The service history record was reviewed. This device was manufactured in 2019 and this is the first time this device has been returned for service. The reported event was determined to be caused by customer mishandling of the device. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device was feeding out too fast.